Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error 2 alarm and no pump error 79 alarm noted. The motor was tested outside of the device and passed. Pump error 63 alarm confirmed in the insulin pump history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarms. Customer's blood glucose level was 76 mg/dl at the time of incident. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the insulin pump. Customer also stated insulin pump was exposed to a high magnetic field. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.